Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. He manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2018-04830 and 2134265-2018-04831. It was reported that catheter removal difficulties were encountered. The target lesion was located in the left anterior descending artery. A 3.00 x 24 synergy ii drug-eluting stent was deployed to treat the lesion. However, post stent deployment, the stent delivery balloon was sticking to the stent. This happened on two other 3.00 x 24 synergy ii drug-eluting stents that were also implanted. No patient complications were reported and the patient's status was okay.